Event description:
Additional information received reported that a low reservoir alarm occurred and confirmed by telemetry. The pump was refilled recently but it was not updated which resulted in a low reservoir alarm. Telemetry confirmed a low battery alarm had occurred. The pump printouts from may and june indicated a low battery alarm but it had not been detected on interrogation since. A volume discrepancy problem was also reported. The actual residual volume was greater than the expected residual volume. The actual residual volume was nearly the same as the volume that was put into the pump, and it indicated that the device was not delivering medication at all. No roller study or dye study was performed. It was unknown if there was a therapy or medical problem. It was noted that about a month prior to the date of this report, the patient had an ear infection, and he seemed to be more restless, agitated and had trouble sleeping. Due to patients condition (brain injury and bed ridden), it was unsure whether he had suffered from underdose or withdrawal. The representative was assisting the patient in finding a physician to manage care and replace pump and catheter. Follow up information reported that the physician was unable to interrogate the pump or make any changes due to an outdated programmer (8840) application card. The card was replaced and the medical doctor was able to manage the pump. Patient was doing well.

Manufacturer narrative:
Product ID: 8709, lot# l59325, implanted: (B)(6) 1999, product type: catheter. (B)(4).

Event description:
It was reported that the pump had been "acting up, and not functioning right for the last couple months." It was reported that the actual residual volume (arv) was greater than the expected residual volume (erv) at the last two refills. During the last refill on (B)(4) 2012, the arv was 15ml while the erv was 2ml. This information was unclear as another source stated that the arv was 20ml while the erv was 3ml; and another source stated that 10ml and 20ml were aspirated during the last two refills. The pump was filled approximately every 44 days. No audible alarms were heard and pump logs showed no alarms. It was reported that the patient was bedbound, comatose, and had a feeding tube and that was "his usual state of being." The patient did not appear to have under-dose symptoms and showed no spasticity. During the refill on (B)(4), the patient was reported to be "doing just fine clinically." The device system was used to deliver baclofen. Additional information has been requested but was not available at the time of this report.

Manufacturer narrative:
(B)(4).